Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician put the lead into a nine french introducer with a guide wire and upon trying to implant the lead through the sheath the physician noted a small kink in the lead¿s coil. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead showed now evidence of damage or distortion. If information is provided in the future, a supplemental report will be issued.